Event description:
It was reported that the patient underwent a fusion surgery to treat adult deformity. Approximately three years post-op, it was noted that a rod had broken, and a pseudoarthrosis had developed at one of the levels of the fusion construct. The patient underwent a revision surgery to replace the rod.

Manufacturer narrative:
(B)(4). Review of images provided found multiple films/photos of major reconstruct. Pyramesh cage placed at thoracolumbar spine after superior partial corpectomy. Pedicle screw fixation noted 4 levels above, 3 levels below. Photos show cicumferential decompression. No evidence of rod breakage is noted on these pictures as reported. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.